Event description:
It was reported that there was no capture and an impedance increase to greater than 4000 ohms. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead analyzed. Other : it was reported that there was no capture and an impedance increase to greater than 4000 ohms. The lead was replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event; capture, failure to, impedance, high.